Event description:
A report was received that the patient had bleeding and infection at the pocket site. The physician cleaned the infection site using electrocautery which caused the ipg to stop working. The patient will undergo an explant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient did not undergo an explant. The reported infection was superficial and the physician did not use electrocautery to clean the infection. The infection was not reported to be device related and is unknown if it was procedure related. The physician administered antibiotics. The stimulator is working properly and the patient is reportedly well following the procedure. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had bleeding and infection at the pocket site. The physician cleaned the infection site using electrocautery which caused the ipg to stop working. The patient will undergo an explant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.